Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of air liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Fse replaced the air flow sensor to address the reported problem. Unit passed extended self-test (est) and volume control ventilation (vcv) mode tests.